Event description:
A consumer reported that their thermometer had given a false positive reading. The device allegedly gave a reading that was approximately 3-4 degrees higher than the patients' actual temperature. The patient was taken to the hospital where it was confirmed that he did not have a fever. There were no complications from this incident, and no adverse event occurred.